Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found three tip clamps operating at the lower acceptance level for pull and push in the reported problem area of the pipette assembly. All of the plunger clamps and lld contact springs and nine of the tip clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.